Event description:
The manufacturer received information alleging a patient using a philips device (mask - unspecified make/model) supplied by her dme caused an allergic reaction requiring emergency care. The patient reported that she opened the bag and used the mask on (B)(6) 2026 at 10:00 pm and it caused her eyes to close shut and her throat to swell. Patient went to the hospital at 12:30 am and was given an epinephrine shot. At the time, patient believed the reaction was due to a tick bite. On a separate occasion (on (B)(6) 2026), when she opened the package for a different mask (unspecified make/model), her eyes began to swell, for which she used an epi-pen for relief. The patient would like to find out if respironics may have changed the construction materials for the mask and cushions, because she has used this setup for several years. The reported allergic reaction that required ER treatment and epinephrine, and the subsequent event treated with an epipen, are assessed as a serious injury as per clinical assessment. The device has not yet been returned to the manufacturer for evaluation.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.